Event description:
I wear ciba vision's o2 optix contact lenses have for several years, and use ciba vision's clear care contact lens solution to care for them. In 2008, at 12:30 am, I put the lenses on to soak, before going to bed. I got up and put the right lens back in, somewhere between 8:00 am, and 8:30 am. The bottle, and their web site, say to soak at least 6 hrs. It stung slightly, so I removed it, cleaned it with daily cleaner, rinsed it in saline, then soaked both lenses in saline for about 20 minutes. When I reinserted them, there was a few seconds stinging sensation, then they were fine. I went on to church. When I arrived, I noticed everything looked "foggy". I mentioned this to my daughter, and she told me my eyes were "flaming red". I had no pain, but when I tried to look at my eyes in the mirror, I could not see them clearly. I removed the right lens, which was the "foggiest". I left the left lens in to drive, and immediately left for home to get my glasses -15 minute drive-. By the time I was almost home, my vision was very foggy, and I was seeing double. As soon as I got home, I removed the left lens, and flushed my eyes with a large amount of saline. When I put my glasses on. I could barely see anything. Within five minutes, I began experiencing severe eye pain. My husband took me to the ER, where the pain became increasingly severe. I was told that I had severe bilateral central corneal abrasions; a chemical burn. I was treated with tetracaine, dilaudid and phenergan and hydrocodone for pain, as well as acular ls, vigamox, homatropine, and lotemax. I saw the ophthalmologist for the 3rd time today, and am still using eye drops. It took 6 days for the abrasions to heal, and still have "wavy" corneas and a haze on both corneas. I am unable to see well enough to drive yet. I spoke with ciba vision re: this incident. They wanted me to return the bottle of solution and lens cup. I am hesitant to do so, until I know my vision is all right. They sent me a letter saying that no permanent damage would result if un-neutralized clear care got in your eyes. You may have some redness that would last 24-36 hrs. I still have red eyes, and if your eyes are a little uncomfortable or scratchy, use a comfort drop or artificial tear. That didn't even remotely compare to what I told them my experience was. I am not sure why this happened. I had used the same bottle of solution, same lens cup and same lenses the day before without incident. I always change out the lens cup when I open a new bottle, and I chang my lenses on the 1st and 15th of each month. I have used this product for years, and really like it. For some reason, the solution did not completely neutralize. The strange thing is that I didn't have pain until much later, after the severe damage was done. Is it possible that the solution is not neutralizing in the time that ciba claims it is? . While researching on the internet, to see if anyone else had experienced this problem, I came across a recall on o2 optix lenses. I looked up the lot numbers, and found that my left lenses were all in the recalled batches. I spoke with store, where I purchased them in 2007, 10 months after the recall, and they informed me that all affected lenses were pulled from their shelves in 2007, and returned to ciba vision. They believed that the lenses were destroyed, is it possible that ciba just waited a few months, then resold the same lenses? When I talked to my dr about this, and what happened to my eyes, he felt that it should be reported to you to investigate. Thank you for looking into these concerns. #1. Frequency: daily, #2. Dose or amount: 1 lens, frequency: change q 2 weeks, route: intraocular. Dates of use: have used several yrs. Diagnosis or reason for use: to clean and disinfect contact lenses.